Event description:
It was reported that a motor stall and recovery were recorded in the event logs. The motor stalled at 6am while the patient was in bed and then recovered at 11am. The patient was hearing an alarm every 10 minutes. There was no MRI or magnetic fields. The pump was delivering bupivacaine, prialt, and dilaudid. It was later reported that the patient noted the alarm mid-morning. A pump replacement was planned. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive-no injury¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed corrosion and/or wear and/or lubrication and a stall due to shaft bearing. There were multiple motor stalls and recoveries seen in the pump logs. During analysis, significant residue and shaft wear on the upper shaft of gear 2. There was also some residue found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. All previously reported conclusion codes have been updated/corrected.

Manufacturer narrative:
Product ID 8709sc lot# n186976013, implanted: 2009 (B)(6); product type catheter. (B)(4). The manufacturer¿s device registration system indicates that the pump was replaced.

Event description:
Additional information was received and it was reported that following pump replacement, the patient ¿resumed great therapy¿ and had no issues.